Manufacturer narrative:
This report is submitted on august 1, 2022.

Event description:
Per the clinic, the patient experienced swelling at the implant site that was treated with IV antibiotics. The implant remains in-situ.